Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issues was most likely due to the patient condition, as patient anatomy had heavy calcification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the 60-year-old male patient was implanted the impella 5.5 pump for mechanical circulatory support. It was reported that the pump was unable to be advanced past the level of the innominate artery due to angle and heavy calcification. The impella 5.5 device was removed and a impella cp was placed without issue. There was no patient harm reported.